Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose (bg) increased to 515 mg/dl. A manual insulin injection was administered to address bg level. Ongoing troubleshooting with tandem technical support ultimately led to a pump replacement. Reportedly, the customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.